Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that on (B)(6) 2011, the patient was admitted to the hospital with a blood glucose level of 380 mg/dl and a diagnosis of dka. The patient was experiencing the symptoms of nausea, vomiting and had large levels of ketones. The patient was recovering from a sinus infection. The patient was treated intravenously with fluids and insulin. Troubleshooting revealed that when the patient changed her infusion site that morning, she discovered the cannula was bent. Troubleshooting revealed the pump settings, basal setting and date/time were correct. It was also determined the total basal/bolus doses did not correctly match those programmed, and that the bolus doses had not been correctly calculated. Therefore, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.